Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va279aw, implanted: (B)(6) 2021, explanted: (B)(6) 2021, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot#: va279aw, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported during the 2 week trial it was ¿amazing,¿ and that after implant it was hardly working at all. The patient reported that they did an x-ray and everything looked to be in place and that the health care professional (hcp) had initially scheduled a revision which had been cancelled after x-rays were taken and the hcp consulted with their colleagues on the matter. The patient reported having had a urodynamics test and showed the patient had a little bit of stress but mostly urgency and it showed that the interstim might be working a little bit but not like it did during the trial. The patient could not say what percentage the interstim was helping, stating they were not having as much leakage but that it was not a considerable amount. The patient stated that they had already tried all 7 programs and that 7 worked the best. The patient stated that the doctor recommended the patient try botox and pelvic floor exercises. The patient stated they were ¿just sick over this because they were so disappointed that the interstim therapy was not working as well as it did during the trial. The patient asked if there was anything else they could try and it was reviewed with the patient that they could ask their health care professional (hcp) if impedances have been checked to make sure the leads were working and in tact? The patient was redirected to their hcp to further address the issue. The patient stated they planned to also call their manufacturer company representative (rep). Additional information was received from the patient via an e-mail communication on 2021-may-17. The patient reiterated their previously reported information, that their interstim had been implanted in (B)(6) 2021 after a fantastic trial period and that then it quit working. The patient reiterated an x-ray showed perfect lead placement and strong stimulation. They stated again a revision surgery had been planned but postponed until urodynamic testing which showed mixed incontinence (mainly urgency.) The patient reported that testing with the interstim on and off appeared to show the interstim may be working ¿somewhat¿ but certainly not like it was during the trial period. The patient reiterated their hcp now recommended pelvic floor therapy, then botox. The patient reported that they were totally frustrated and disappointed. On additional information was received from the patient. They reported that patient called back repeating previously reported information regarding lack of therapeutic effect and tests. Patient states they spoke to the rep who also confirmed no problems with impedances. The patient does not want to give up on interstim therapy and is trying to understand why the trial was so successful for 2 weeks and the implant h as not been. The doctor spoke to the patient about possible placebo effect during trial but patient does not think this occurred. The patient plans to seek a 2nd opinion from a different hcp at (B)(6) clinic. Patient also asked about success rates and clinical stats and ps reviewed this information and also emailed a copy of the clinical summary. Patient asked about bilateral stimulation and reviewed this is off label and not indicated for interstim therapy so no information can be shared. Patient services reviewed expectations regarding physician and rep credentials/training. Additional information was received on 2021-09-23 .the patient reported they ended up having a lead replacement on (B)(6) 2021. The reason for the revision was because there was a fracture found in the previous lead. Patient was not certain of the cause but thinks the may have overdone it in terms of activity level. Patient met with a medtronic rep after the revision who adjusted the programs and told patient to try each one for 7-10 days. Patient is still not getting good therapeutic effect following the revision and has tried all programs but 3 and 4. Patient also mentioned that they are part of a clinical trial at mayo where they have received cardiac ablations. Reviewed safety has not been established for ablation and recommended patient discuss this with their managing physician. Patient indicated the physician is aware of the ablations. Patient asked if it was possible to have any further interventions and was redirected to discuss with their managing physician. Patient will try programs 3 and 4 but is not hopeful that they will work.

Event description:
Additional information was received from the patient. Patient called back in regards to previously reported events mentioned in the follow up notes to this case in regards to their lead revision. Patient said they don't think their therapy has been working since the revision. Patient said they've tried all of the programs and gave them ample amount of time to adjust but they haven't worked well. Patient said they seemed to be having a little bit of success on one of the programs (program c) but not what they would've hoped. The reason for call was patient wanted to know if the ins could be checked and how the hcp would go about doing that. Reviewed information and redirected to hcp. Patient said they have an appt with their hcp next monday to discuss their bladder sling surgery that they have on tuesday of next week. Patient said they will follow up at appt monday to discuss hcp checking internal components.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va279aw serial# implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.